Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead lost capture and impedances dropped below 200 ohms. There were no adverse patient side effects reported. A revision will be scheduled. An insulation issue was suspected. Should additional information become available this file will be updated.